Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 412 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime a33 test due to faulty connector. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratched display window. Unit received with stained end cap sticker.